Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported receiving an unspecified low reading upon initial scanning with the abbott diabetes care (adc) device and then the device stopped working completely for a day. No further information was provided. There were no symptoms or third-party medical interventions reported. After adc customer service failed attempts to reach the customer 3 (three) times to gain additional details regarding this event, the customer called adc customer service back on (B)(6) 2023 and a replacement sensor was arranged. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.